Event description:
The customer reported that there was a fast stop activated error message. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The isolated interface board to be installed by the customer.